Event description:
On (B) (6) 2010, the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter powers off during use. The medical surveillance specialist (mss) classified the complaint based on the customer service rep's (csr) documentation. The pt said the product issue started on (B) (6) 2010. She said she was not taking diabetes medications at the time of concern. She reported that she developed thirst and frequent urination 3 weeks after the product issue occurred. She denied receiving treatment. The csr noted that the meter battery needed to be replaced and the pt did not have replacement battery. The pt's product was replaced. This complaint is reported because the pt alleges that her lfs meter powers off during use. She claims that she experienced thirst and frequent urination after the product issue started. Her alleged symptoms are suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.